Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the implantable pulse generator was moving around in the pocket. Patient denies any traumas or falls and has effective therapy. A surgical intervention took place on (B)(6) 2022 where a new layer was created in the pocket site and the ipg was sutured into the tissue to secure it and prevent further ipg migration or movement in the pocket. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the implantable pulse generator was moving around in the pocket. Patient denies any traumas or falls and has effective therapy. A surgical intervention took place on (B)(6) 2022 where a new layer was created in the pocket site and the ipg was sutured into the tissue to secure it and prevent further ipg migration or movement in the pocket. There were no complications during the procedure. Patient was stable.